Event description:
It was reported that the patient was hospitalized and a right heart catheterization was performed. The sensor was not recalibrated. The physician reported that the sensor migrated. Additional information was requested.